Event description:
Reporter alleged obtaining the results of 256 mg/dl and 111 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took her normal 500 mg of metformin an hour prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.